Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however troubleshooting with tandem technical support identified contact set a temporary basal rate, which reduced customer's basal rate prior to the event. The customer went to the emergency room and was subsequently hospitalized. Treatment was administered via intravenous insulin, saline, dextrose, and potassium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.